Event description:
The device was implanted on 6/21/94. Patient's complaint of pain continued post-op. Medical records two months post-op state that pain "may be arachnoiditis or root inflammation or screw irritating a nerve root. Revision surgery was performed on 9/2/94 for partial removal of instrumentation.